Event description:
It was reported that an implantable neurostimulator (ins) had loss of therapeutic effect. A patient was not able to adjust stimulation using his personal therapy manager (ptm.) The display read 'call your doctor.' It was reported that there was a power on reset condition (por). Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).